Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that her insulin pump alarmed motor error during manual prime. Troubleshooting was performed. Ran a displacement test and the device failed the test. The customer requested a replacement of the insulin pump. No further info was provided.